Manufacturer narrative:
D10 concomitant product: pli20: n-bsjp, libra bedside spo2 monitor; japan, unknown serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the sensor was applied to the patient¿s ear, and the spo2 readings were incorrect. When respiration stopped and heartbeat sounds became inaudible, the spo2 remained at 100% and the pr displayed as 160¿270. At that time, 3 liters of oxygen were being administered via o2. No pigmentation was observed at the sensor attachment site. The patient death is not related to the device.